Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was found that the patient's left ventricular (lv) lead was programmed off prior to 2018 due to high capture threshold measurements. The physician elected to replace the lv lead on (B)(6) 2025. The patient was in stable condition.